Manufacturer narrative:
(B)(4). Evaluation of the returned found it had been partially deployed and the safety release procedures for removal as outlined in the starclose instructions for use had been correctly followed, confirming the reported condition of the device. Further examination, both external and internal, did not detect any damage or anomaly that may have contributed to the reported event. A bend in the flex-guide was detected; however, it was determined that it was post procedure damage and is not relevant to the reported event or this investigation. The devices full deployment capabilities were successfully tested with no unusual resistance encountered for the entire length of the thumb advancers deployment. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. However neither condition could be confirmed. No manufacturing or quality issues were detected. Based on the investigation findings, the root cause for the reported event is undetermined. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, while splitting the sheath too much resistance was met and the sheath split was stopped. As per the starclose instructions for use, the safety release was used to successfully remove the device from the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete.